Manufacturer narrative:
Investigation description. Complaint could not be confirmed or duplicated. The touchscreen was responsive to touch during troubleshoot testing; no issues were observed. No fault was found with the device.

Event description:
It was reported that an ilet device at approximately 70% battery powered off and could not be awakened on a charging pad, showing a brief blue circle before turning off again, consistent with an unresponsive control interface and implicating the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive key/button behavior involving the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.